Event description:
The pt underwent a right anterior total hip arthroplasty using the depuy tissue sparing solutions system. Two weeks post-operatively, the surgeon noted a small metallic object appearing in the pt's f/u hip x-ray. After comparison with the intra-operative and immediate post operative films, it appears that the fragment migrated out of the implant into the tissue. The instrumentation used in the surgery was examined and the metal tab of the summit anterior inserter shaft is missing. No surgical intervention is planned for the pt.